Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen (500 mcg at 190.10555 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient went to the hospital due to baclofen withdrawal. The patient had symptoms of emesis, a high temperature (102 f), decreased oral intake, diarrhea, itching, increased tone and clonus in bilateral legs. A catheter dye study showed a radiographically intact pump system. Etiology of withdrawal was possible blocked catheter cleared by bolus dose or dye study. Symptoms resolved after taking valium and baclofen orally.